Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned in the laa. Initially, a 27mm watchman flx laa closure device & delivery system (wds) was used and five partial recaptures were performed. However, the device was fully recaptured due to not meeting release criteria. The physician proceeded with a 24mm watchman flx closure device and six partial recaptures were performed. Eventually, a decision was made to cease any further attempts and the procedure was aborted. A small effusion was noted on transesophageal echocardiography (tee) post procedure without requiring an intervention. Effusion sweeps were performed periodically throughout procedure without mention of effusion from echo physician until the final sweep. The effusion was small and difficult to determine if it was present at beginning of procedure. The echo physician believed it to be slightly larger than initial baseline images. There were no further patient complications reported.